Event description:
Reporter indicated that device diagnostic testing performed at office visit resulted in high lead impedance reading (dc-dc code 7 and limit on a normal mode test as opposed to a lead test). The test was repeated at a lower output current setting and resulted in dc-dc code 5 and ok. It was reported that device diagnostic testing performed at previous office visit approx one month prior was within normal limits (dc-dc code 4 and ok), indicating device function at that time. Although the system diagnostics (lead test) does not indicate 7 and limit, the pt is having an increase in seizures which indicates that the pt is not receiving the intended therapy. Based on known device settings, generator battery end of life is not a likely cause of the high lead impedance test result. The pt had not experienced any recent injury or trauma that may have damaged the vns therapy system. Device malfunction is suspected. The pt has undergone revision surgery, during which the lead and generator were replaced.

Event description:
Further follow up revealed that there was possible trauma to device prior to the discovery of high impedance results. In addition, the pt reportedly does not manipulate the device. No x-rays were taken prior to revision surgery. Treating neurologist indicated that the cause of the increase in seizures was likely due to the pt not receiving the intended therapy. Since device replacement, the device has been programmed on and the pt is currently stable.